Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the main batteries were not holding a sufficient charge and were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 initialized with c-arm charger fail error. There was no adverse pt involvement reported.